Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in car accident and hospitalized. The customer stated that he had low blood glucose at time of the accident. The customer's most recent glucose reading was 494 mg/dl. The customer stated that the paramedics were called and treated him with insulin. The customer stated that he was using a dual wave bolus, and he also gave another bolus besides the dual wave, using the same amount of carbohydrate twice. The customer stated that the doctor programmed the correct bolus info on the insulin pump. The customer declined to troubleshoot because, the doctor changes the settings. The customer stated that he acknowledged it was his fault that caused the low blood glucose. No further info was provided.